Event description:
The following has been reported: staff reported to biomed that pump alarms. Biomed ran test infusions, could not duplicate any alarm. Staff info unknown, no patient injury. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: occlusion sensor over-voltage triggered safety alarm followed by pump restart. False alarm condition in CAPA-00039, which resulted in recall reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. At the time the pump reported a device problem alarm, a moog curlin pca pump was connected to the lower y-site of the IV tubing. This resulted in the pca pump presenting the lvp with sufficient downstream pressure to trigger a downstream occlusion condition. The infusion would temporarily pause and infusion state, as reported to the safety processor, remain active. The pca pump continued to infuse, driving the downstream pressure above the operating limit of the dsps. This resulted in the dsps monitoring circuit reporting voltage levels above the 3.1v limit, triggering a device problem alarm. Because the infusion was paused as a result of being in a downstream occlusion state, the safety processor should have ignored the excessive voltage reading from the monitoring circuit and not report a failure. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.